Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient underwent a left hip revision procedure due to wear of the acetabular liner.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Additional events for this patient reported on medwatch numbers 1825034-2016-01456 & 01457. Product location unknown.

Event description:
Patient underwent a left hip revision procedure due to unknown reasons.